Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2024. During the procedure, the bands did not deploy properly, and it compromised the scope that was used. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands would not deploy.